Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000149917.

Event description:
It was reported the patient was experiencing ineffective therapy and uncomfortable stimulation. Reprogramming was unable to resolve the issue. As a result, surgical intervention may take place at a later date to address this issue. It is unknown which lead caused the issue.

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024, wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.